Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms or unexpected battery power loss alarms noted. The power management tool confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with keypad overlay texture damage, minor scratches on case, stained serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had replace battery now alarms and a power system error alarm. The customer explained that for 2 weeks the batteries had been lasting less; they received a power error alarm on (B)(6) 2017 and 3 replace battery now alarms without a low battery alert since (B)(6) 2017. The customer used new batteries and indicated no damage was found. It was advised to remove the battery for 10 minutes, insert a new battery and call back if alarms recur. The customer called the next day to report that the issues continued after resetting the insulin pump. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis